Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the femoral artery. The 3.5x16mm, 90% stenosed, eccentric and de novo lesion being treated was located in the severely tortuous and severely calcified left anerior descending (lad) artery. The lesion had a significant bend of greater than or equal to 90 degrees. The lesion was predilated using a maverick 2.50x20mm balloon, reducing the stenosis to 50%. The 3.50x20mm liberte stent delivery system (sds) was advanced to the target lesion but could not cross. The procedure was completed using a 3.0x16mm non-bsc stent. There were no patient complications and the patient condition was listed as stable. However, device analysis revealed stent damage.

Manufacturer narrative:
(B)(4): the delivery device and stent were returned. The stent was no longer mounted on the balloon and was returned inside a plastic vial. An examination of the stent found that the stent was severely stretched and flattened. An examination of the balloon on the delivery device found that the balloon had been inflated. There was a clear impression along the balloon of where the stent had been crimped initially. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)